Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 4 states, "loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity." Number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Concomitant medical products: medical product - pn: (B)(4) ln: (B)(4) bi-metric/x por nc 14x150, pn: (B)(4) ln: (B)(4) m2a-magnum 52-60mm tpr insrt-6 (B)(4) sections could not be completed with the limited information provided. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same patient (reference 1825034-2016-03959 / 05442).

Event description:
Patient's legal counsel reported patient underwent right hip revision procedure approximately eight years post-implantation due to patient allegations of pain, difficulty walking, discomfort and continued medical care. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. It was reported in operative reports received that patient underwent a right hip revision procedure approximately eight years post-implantation due to loosening and malrotation of the acetabular component. During the procedure, synovitis and metallosis were noted. All components were removed and replaced.